Manufacturer narrative:
The controller, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. This would contribute to the reported event. Heartware has opened an internal investigation to evaluate this type of issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient had two (2) controller faults that were self-clearing. Preliminary log file review by the manufacturer confirmed two (2) controller fault alarms and controller exchanged was recommended. The patient was in the clinic and tolerated the exchange well without issues or complaints. There was no effect on the patient.

Manufacturer narrative:
It was indicated that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep controller available at all time. The steps for exchange of devices are also outlined. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Product is in route.